Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer used an alternate insulin therapy method, and technical support decided to replace the pump.